Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a blank screen and had no power. A field service engineer (fse) found drawer control board on auxiliary drawer 6 had short. The engineer removed the defective drawer control board and installed a new unit. Additionally, the engineer replaced the l board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was powered down. The customer attempted to reboot it but was unable to resolve the issue, and a clicking sound was heard from the back of the device. The customer unplugged the station, waited 5 minutes, and rebooted it, but it still remained powered off. Rss was showing the station as offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.